Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) allegedly exhibited premature battery depletion. The physician was also concern as this device is part of the shortened replacement window advisory. The physician would want to know how soon this patient should be scheduled for device change out. Boston scientific technical services (ts) advised that middle of life 2 (mol2) is needed to calculate further the longevity of the device. This device remains in service and no further intervention was made. No adverse patient effects were reported. Additional information received confirmed that this device will be explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received that this device was already explanted and replaced with a competitor device. The device was returned for analysis as it went elective replacement indicator (eri) six months after it was estimated that the device would last for another 3 years. No adverse patient effects were reported.